Event description:
Post a coronary drug eluting stenting treatment procedure, a rash with itching developed. A taxus express2 2.5 x 24 mm drug eluting stent was placed. About 1 1/2 - 2 weeks later the pt reported the symptoms developed. He reports he has dry spots or patches on his hands and arms. He states that it is on "just the back and front of his chest" and now "running up one side of the neck." He explained that the rash is hard and dry and had not responded to lotions or medications. He has been seen by his cardiologist and dermatologist. He described the rash as "bumps all over to just below the shoulder" and "raised to 1/4 inch all over." He did indicate that eucalyptus cream helped. He also stated that he has a cordis stent as well. While conducting follow-up with the physician, the physician is aware of the pt's symptoms, however he does not know if the symptoms are related to the stent or not.